Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 10 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a universal guidewire and a 6 fr launcher jl 4 guide catheter to cross the lesion. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with a maverick2 monorail 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or compications were reported. Pt status is reported as 'good'.